Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported following a micro-stent implant procedure, a patient presented with low intraocular pressure (iop) at one week postop. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting at the postoperative visit, the surgeon inflated the eye chamber with viscoelastic in the office. The patient is currently not on any medication.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative hypotony is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).